Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2y7yq, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The healthcare provider (hcp) stated that stage 2 was completed. The x-ray used during stage 2 confirmed that the actual lead remained in good position despite the patient pulling on the wire/cutting the wire. The issue was resolved. Stage 2 was completed on (B)(6) 2024. The x-ray intra-op confirmed good lead placement and no residual wire fragments.

Event description:
Information was received from an unknown source regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began on (B)(6) 2024. It was reported that there was lead migration, lead moved, or wire moved. It was unknown if there was a connector migration. It unknown if the product migrated around or entangled internal organs. The issue resolved was unknown. Additional information was received on (B)(6) 2024. The patient's representative stated that the patient cut the lead and removed the device on their own on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2024, product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.